Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative result of a patient sample when tested with biotestcell-p3 on one tango optimo. The patient sample was also tested on a second tango optimo and yielded a positive result with biotestcell-p3. The customer did return the patient sample that had caused a false negative test result and also the supposedly defective product. Our quality control laboratory tested the patient sample with the supposedly defective lot of biotestcell-p3 on tango optimo. Cell #2 of biotestcell-p3 showed a positive reaction. An identification of the antibody was not possible, because no more material of the patient sample was available. The supposedly defective product was also tested with positive and negative control and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by a field service engineer and the customer's complaint could be confirmed. The communication operating processor (cop) as well as the multiple in-out processor (mio) were replaced. Firmware for cop, kernel and mio was successfully downloaded. The wash manifold was re-programmed. After this repair, the instrument was operating within manufacturers specifications and returned to full operation.